Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The device is not available as it remained implanted. Device history review indicated the reported devices were manufactured and accepted into final stock with no reported discrepancies. The product experience reporting database was reviewed for similar reported events regarding dislocation. (B)(4) event is regarding the same patient. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient underwent right total hip arthroplasty on (B)(6) 2006. It is further alleged that "on (B)(6) 2009, he suffered a dislocation of his right hip implant which required a closed reduction. A few days later, he suffered a second dislocation which also necessitated a closed reduction."